Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot steril-article part: 04.003.260s, lot: l339952, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 14. March 2017, expiry date: 01. March 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-steril-article part: 04.003.260, lot: l305606, manufacturing site: mezzovico, release to warehouse date: 23. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: steril-article, part: 04.003.260s, lot: l339952, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 14. March 2017, expiry date: 01. March 2027 . Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-steril-article, part: 04.003.260, lot: l305606, manufacturing site: mezzovico, release to warehouse date: 23. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: returned item has been received in original packaging. Information etched on it match to complaint system and DHR. The internal m8x1.25-6h thread on the nail head is visually damaged post production. The thread on the nail head is tighten during surgery onto the gig referred in the complaint condition description. Functional test: no functional test possible because the thread on the nail head is seriously damaged post production due to the use. The reinspection of the geometries of the thread features which are responsible of the functionality and which are still measurable have been re-inspected and no functionality issue have been identified. Dimensional inspection: the returned part was re-inspected for all the features relevant to the complaint condition. The measurable features of the thread on the nail head has been found conforming to manufacturing specifications. Document/specification review: the returned item has been manufactured and then released in february 2017 according to drawing. No nonconformances or document change have been identified which may be related to the complaint condition. Summary: as per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, 9 mm ti lateral entry femoral recon nail implant wouldn't mount and lock onto the gig. Surgeon opened another implant in order to complete the surgery. Concomitant device reported: unknown gig (part # unknown, lot # unknown, quantity 1). This report is for one (1) 9 mm ti lateral entry femoral recon nail-ex/400 mm/rt-sterile. This is report 1 of 1 for complaint (B)(4).